Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, low sensing threshold and high capture threshold was observed on the right ventricular lead. The lead was explanted and replaced.